Manufacturer narrative:
The reporter indicated that the device was discarded, and therefore not available for evaluation. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available, the most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
Reportedly, an intraocular lens (iol) was implanted, and due to a scratch/tear in the lens, which was discovered after lens implantation, the iol was removed. The incision was enlarged to remove the bisected lens. Approximate final incision size was 4mm. The iol was replaced with a backup iol of the same model and diopter.